Event description:
The pt experienced a 50% peri-stent restenosis of a previously placed a cypher stent in the mid left anterior descending artery (lad, approximately one year post implanted. This was treated with re intervention (pci) and the placement of an additional cypher stent. This pt was admitted to the hospital with a chief complaint of unstable angina (ccs iiib). The pt was taken to the cardiac cath lab, where angiography revealed a de novo, moderate (16mm), irregular, eccentric, moderately calcified, b2 type, 95% stenosis in a 3.0mm, moderately tortuous mid left anterior descending artery (lad). There is no information reported regarding the use of either anti-thrombin medication or gp iibiiia inhibitors. There were no difficulties in accessing or wiring the vessel noted. The mid-lad lesion was predilated with a 2.5 x 20mm balloon inflated to 12 atms.